Event description:
The manufacturer received information alleging air pressure too low, device will not turn on/ device not functioning, burning/ smoke/ electrical odor, nasal/ throat irritation or soreness related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported air pressure too low, device will not turn on/ device not functioning, burning/smoke/ electrical odor, nasal/ throat irritation or soreness with the device's sound abatement foam. The manufactuer received additional information alleging headache. There was no allegation of serious or permanent harm or injury. Section b3, g3 was reported incorrectly in previous report which is now been corrected in this follow-up report. Section h6 has been corrected/updated.

Manufacturer narrative:
Additional information was received on aug 20, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported air pressure too low, device will not turn on/ device not functioning, burning/smoke/ electrical odor, nasal/ throat irritation or soreness and headache with the device's sound abatement foam. There was no allegation of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During an external and internal inspection, the manufacturer observed that the device was missing the accessory module flip door. An unknown dark contaminate consistent with dust was observed on the top and bottom enclosures, ui and rear panels, sd cover flip door, keypad, and control dial. Black and blue hairlike/fibers were observed inside of the ui panel. A white powder-like substance was observed on the sd card slot of the pca board and on the blower. The manufacturer observed potential liquid ingress to the blower and blower box. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer was unable to confirm the complaint of the device will not turn on/not functioning and an electrical odor and confirms the air pressure was too low and the manufacturer was unable to address the patient's symptoms. Sections d9, h2, h3 and h6 has been updated in this report.